Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time setting moved forward by 4 hours. The customer's blood glucose (bg) was 42 (mg/dl) to "high". A bolus via the pump was delivered to address high bg and orange juice was consumed to address low bg. Reportedly the customer corrected the time setting prior to the report.